Event description:
(B)(4). Event occurred in the united states. The patient reported issues with the two infusion sets in the form of bent cannula which led to increase in blood glucose levels. The patient changed the previous set and tried to self-treat with the pump, but the blood glucose was in the range of 500 and 600 mg/dl which led to hospitalization. The health care professional witnessed one of the cannulas being bent. The site of location was left side of stomach. The first infusion set was used for three days and for the second time the cannula was being used for the third day. The patient was admitted for a couple of days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.